Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 124 mg/dl on the meter and 18 mg/dl at the lab. L1 and l2 quality controls were run the same day and were in range. Patient was given 1 ampule of d50 and narcan an hour and 9 minutes later when lab result came back. Patient was experiencing altered mental status and seizure like activity at the time of meter testing, was administered ativan because they did not believe symptoms were due to low blood glucose. Reporter states they are unable to return strips: a replacement was sent.